Event description:
It was reported that atrial undersensing was noted on the patient's pacemaker (pm). The physician elected to explant the pm and replace it with a new pm. The patient's condition was stable.

Manufacturer narrative:
Correction: please retract 2017865-2025-1004718, upon review of new information the pacemaker (pm) should not have been submitted as a medical device report (MDR) as there was no malfunctions with the pm and the pm was explanted due to normal elective replacement indicator (eri).